Event description:
Utilizing dead blow mallet on right total knee replacement, surgeon noted "sand" coming out of mallet head into surgical site while in use. Once off field, stress cracked noted in mallet head.